Manufacturer narrative:
During laboratory analysis, the product surveillance technician(pst) observed the pump function properly with no pump stops.

Manufacturer narrative:
(B)(4). Data logs were returned on november 6, 2017. As per the subsidiary, neither the pump or the cable was being physically manipulated at the time of the event.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the pump stopped for 10 seconds. The pump was turned on and off and circulation was resumed by the control knob. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2017, the clinical engineer on cpb with the heart lung machine (hlm) noticed that the six inch roller pump in the sucker position turned off while in the run mode. The clinician manually pressed the on/off button, off then on again and was able to control the roller pump. The clinician recalls this was a stoppage of approximately 10 seconds. The sucker roller pump is used to collect extra shed blood from the operating site, to give the surgeon a clear view of the patients cardiac anatomy. The clinician did not recall any errors on either the local display or the central control monitor (ccm). This stoppage of the sucker pump did not cause any delay in the surgical procedure. There was no harm nor blood loss associated with the incident.

Manufacturer narrative:
The reported complaint was confirmed. There were significant stops related to the roller pump recorded in the data logs. The service repair technician (srt) could not duplicate the reported issue. The srt replaced the pump pod and small display assembly along with the flat cable. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per data log analysis, on (B)(6) 2017 at 19:25:17, the pump is started and speed is increased. At 20:02:46 the pump speed is set to 0 l/min and at 20:03:39 the pump is stopped. The pump is started 1 second later and speed is increased. At 20:51:02 pump speed is set to 4.948 l/min. At 22:26:32 the pump is stopped, and started again at 22:27:26. Pump speed is increased again. At 22:45:44 pump speed is set to 0 l/min. At 22:45:56 the pump is stopped. At 22:45:58 the pump is started again and speed is increased. On (B)(6) 2017 at 00:15:17 pump speed is set to 0 l/min. At 00:19:16 the pump is stopped. At 00:20:48 the pump is started again and then set to 0 l/min at 00:20:54. At 00:21:02 the pump is stopped. The pump lid ID opened at 00:46:45 and closed at 00:47:04. The pump is not started again until 15:56:27 and stopped 4 seconds later. There is no indication of a problem in the log. There were several starts and stops that look the same as pressing the start/stop button on the pump. There is no way to tell from the log if the button was actually pressed.